Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening on posterior, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior and delamination of orientation dot (approx. 50%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening. A delamination partial of the orientation dot. (Cohesive failure)

Event description:
Patent reported left side "broken implant," and has "predisposition to certain cancers." The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken implant" and "predisposition to certain cancers."

Event description:
Patent reported left side "broken implant," and has "predisposition to certain cancers." The device has been explanted.

Event description:
Patent reported, left side "broken implant". And has "predisposition to certain cancers". The device has been explanted.